Event description:
The customer contact reported no flow. On an unspecified date, an unspecified plumset tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 999 ml/hr, via a plum pump to a trauma patient with a bleeding head wound. After an unspecified length of time, the customer contact reported that the plumset was removed from the pump to deliver the normal saline at an unspecified faster rate. It was reported that after the plumset was removed from the device, the flow regulator on the cassette of the plumset was pulled out to initiate flow of solution. It was reported that solution container was placed in a pressure bag and the pressure bag was inflated to an unspecified pressure. At this time, the customer contact reported no flow of solution. The plumset was replaced with an unspecified gravity tubing set and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.